Event description:
It was reported that there was no alleged product issue, the patient had an infection at the pump site, right front lower quadrant. The patient was seen in clinic on (B)(6) 2013 at which time the wound was red but ¿there were no signs of infection.¿ on (B)(6) 2013 the patient contacted the clinic and reported increased redness and wound area warm to touch. The patient was apyrexial and advised to attend the clinic but refused. The patient was treated with flucolxacillin 500mg/day as of (B)(6) 2013. Blood test was taken (B)(6) 2013, and the crp (c reactive protein) was raised: 18. No culture was taken. On (B)(6) 2013 antibiotics were still given but the infection was noted to be settling. The event resolved on an unspecified date after (B)(6) 2013 without sequelae. The investigator considered the event non-serious and related to the procedure. The device system was used to infuse morphine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient resolved without sequelae on (B)(6) 2013.